Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. The device met 79.33% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Battery depletion curve equals 90%. Projected longevity at recommended replacement time (rrt) equals 88%. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 511212, lead, implanted: (B)(6) 2010; 6935-65, lead, implanted: (B)(6) 2010. (B)(4).